Event description:
Reporter states patient tested 4.7 inr on the coaguchek xs plus system while a comparison lab returned as 3.4 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, however, the suspect strips have been discarded and will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.